Manufacturer narrative:
(B)(4). Concomitant medical devices 22-301302 arcos con sz b std 60mm ha 058930; 22-300917 arcos 17x190mm spl tpr dist ha 047070. (B)(6). Complaint sample was evaluated and the reported event was confirmed. Devices were evaluated upon receiving. The stem is free from any damage. The taper is in also free from damage with the exception of scratches around the top of the taper where the screw can be inserted. The screw holding the devices together is stripped. The screw could not be removed by being hand torqued with a standard set of allen wrenches. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the body was implanted onto the stem and the locking screw was inserted but never felt right and never torqued correctly causing the head to round off. A twenty minute delay was report.